Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they had been in the hospital last week for a couple days due to severe back pain and leg pain. Pt said that they had a cat scan done, however the issue wasn't located. Agent reviewed and redirected to hcp. Pt noted that they would be seeing hcp in a couple weeks. When asked for the event date, pt said that it had been during the summer months and had gotten increasingly worse. Patient stated that their whole leg was in pain and that their lower leg and bottom of their foot was like pins and needles pain. Pt mentioned that the last time they met with a representative, the representative fixed the issue so that the stimulation would go down both legs. Pt said that they had leg pain for probably a couple years, but this year was really bad. Pt said that the hospital mapped out where they could do injections, however the injections were not working. Pt stated their healthcare provider (hcp) thought if they replaced the stimulator, it would help the pain. Replacement occurred (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.